Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed. The field service engineer (fse) noted that smart remote manager had failed multiple times per day and replaced the micro switches on the latch. The fse then ran the open and close test in the hardware test application, and the test passed successfully. The user also completed inventory successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manger refrigerator had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.